Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain and discomfort. Plaintiff has not had implant explanted as of this date. Update 17 jul 2017: medical records received. In addition to what was previously alleged, pfs alleges difficulty walking and doing daily activities. After review of medical records, there is no new information. This complaint was updated on: aug 8, 2017. Update 13 apr 2018: (B)(4) is a re-open of (B)(4) due to the receipt of pinnacle ppf and medical records. Ppf has no new allegation. After the review of medical records, there is no new information added that will change the MDR reportability. Once new information is received this complaint will be updated. Doi: (B)(4) 2008; dor: not revised; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.